Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to verify missing segments due to physical damage to lcd glass. The insulin pump was received with minor scratches on lcd window.

Event description:
Customer reported via phone call that we have a crack on the display. The blood glucose reading is 150 mg/dl.